Manufacturer narrative:
Reliability analysis inspected one opened and used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection.

Event description:
Customer reported a low blood glucose reading of 44 mg/dl. Customer treated for low blood glucose. She also reported that the transmitter does not blink when connected to the sensor. She found that the sensor cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.